Manufacturer narrative:
(B)(4). The reported complaint that "the screen display is not normal, does not display data" is confirmed based on the attached video. The product was not returned for investigation. The video shows a distorted/flickering display screen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the distorted display screen. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that "(B)(6) 2024, in the use of the machine found that the screen display is not normal, does not display data, the machine repeatedly reboot". To continue therapy, the pump was swapped out. The patient's current condition is reported as "fine".

Event description:
It was reported that "(B)(6) 2024, in the use of the machine found that the screen display is not normal, does not display data, the machine repeatedly reboot". To continue therapy, the pump was swapped out. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).